Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the valve operator for the 4-way valve was not shifting correctly. Additional malfunctions include the sieve beds were dusted.